Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the severely tortuous mid right coronary artery (rca). The lesion was predilated with a 2.0x15mm apex balloon. The physician attempted to use an ivus catheter, but was unable to place it in the target position. Then the physician attempted to place a 2.75x24mm taxus express2 stent, but was unable to cross lesion, force was applied. Upon removal, the stent was damaged at the distal edge. The procedure was completed with a taxus express2. Ivus confirmed that the stent was apposed well. No pt complications were reported. Pt status reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).